Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) architect syphilis tp result on a patient specimen. The specimen tested architect syphilis tp (B)(6). Specimens from the patient was repeated the next day with (B)(6) architect syphilis tp results (B)(6). The (B)(6) architect syphilis tp result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Wash zone repaired. In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text and instrument service history, a search for similar complaints and a review of labeling. The customer issue was resolved by repairing a leaking wash zone. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results, as well as, checking the wash zone manifold for evidence of leaking. A review of the complaint trend reports for the period (B)(4) 2009 through (B)(4) 2010 for the architect analyzer indicated there were no adverse trends associated with the reported issue. Based upon the investigation and information available, it was concluded that no product deficiency was identified for the architect i2000 analyzer, list number 8c89-01, (B)(4).